Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod was received with the formed needle not deployed. Investigation of the download data found that the pod was in a constant alarm state. A 0x12 low voltage alarm had been generated by the pod. The pod delivered 0 pulses, indicating that it never reached the priming stage. Inspection of the batteries found that the bottom battery was depleted, triggering the low voltage alarm and preventing the needle from deploying. Measurement of the shelf mode current found it to be higher than the specification, as high as 220 microamps. Measurement did not produce a steady, single value, but jumped as low as 50 microamps and as high as 220 microamps. The pcb assembly was inspected for any damages or deficiencies that would cause high shelf mode current with no abnormalities being found. The cause of the high shelf mode current could not be determined.